Event description:
Information received indicates, the right siderail will not latch.

Manufacturer narrative:
The technician found the pivot bolt broken from the bottom rail extrusion and roller guide. The technician replaced the bolt, roller guide and latch bushing to repair the stretcher.